Event description:
The reporter states, that the pt was transported to the emergency room with a potential cerebral vascular accident. A lab was drawn and sent to the lab for analysis. Two minutes later, the pt's blood glucose was 281 mg/dl on the accu-chek inform system. Back-to-back testing conducted within the required time frame. One hour and 24 minutes later, the patient's lab result obtained earlier was reported as 31 mg/dl. The pt was treated with d50 based upon lab result. The results of the treatment undisclosed. New system sent and return requested.